Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. Electrical testing confirmed the presence of fractures and inner insulation damage. Visual inspection noted the conductor coils were flattened 337-347 mm from the terminal pin. Microscopic inspection noted holes in the tubing surface, likely caused by forces exerted on the lead body while the lead was implanted. The conductor coil was fractured in several places in the flattened area. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicle-first rib entrapment. The reported high impedance measurements were likely the result of this lead damage observed by the laboratory.

Event description:
Boston scientific received information that this right ventricular lead exhibited high impedances. A lead fracture was suspected. A revision procedure was performed; the lead was removed, successfully replaced, and returned for analysis. No additional adverse patient effects were reported.